Event description:
Per biomed, the probe cable is receding. (B)(6) 2022 evaluation of the returned sample found the strain relief tearing causes wires to be exposed.

Manufacturer narrative:
Date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe cable is receding was confirmed. The probes strain relief is torn from the probe handle, causing wires to be shown. The root cause of the failure was identified as use-related damage. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.